Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with melena. The patient had gastrointestinal bleeding while on warfarin, requiring packed red blood cells (prbc). The patient was given 1 unit of prbc and transferred to implanting center where the patient internalized normalized ration was 3.0 and hematocrit was 27. The patient's colonoscopy and esophagogastroduodenoscopy were negative. The patient was discharged and returned home. The patients ventricular assist device was noted to be functioning as intended.